Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device ran by itself and was auto turning. It was further determined that stains were found on the motor surface. It was further determined that the device failed pretest for check the cable coupling, check function with test hand switch and check with test bench and record results power: 45 to 90 w (watt) and speed: min. 703 to 937 rpm. It was noted in the service order that the device was spoilt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.